Manufacturer narrative:
During priming, it was noted that there was an unusual sound from the pump. The pump was replaced and surgery proceeded. Upon return, the pump was investigated and it was determined that there were several cracks in the base of the pump.

Event description:
Per customer complaint report, the flopump contained cracks on the base of the product. This was noticed during priming of the pump.